Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported catheter tip detachment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: d4 (expiry date: 10/2021), g3 h11: h6 (device, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a port placement, the catheter tip was allegedly detached. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one m.r.I. Port, one flushing connector loaded onto one groshong radiopaque catheter w/ preloaded stylet, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one syringe, one guidewire hoop, one 8fr introducer peel-apart sheath (peeled-apart), vessel dilator and one tunneler was returned for evaluation. Gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 50.7 cm from the proximal end of the catheter. However, striations were observed throughout the break surface. The investigation is inconclusive for the reported catheter tip broken issue, as the distal catheter segment was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: b7, d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement, the catheter tip was allegedly detached. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Implantable (B)(6) single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable (B)(6) single-lumen, 8f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.(expiry date: 10/2021)

Event description:
It was reported that prior to a port placement, the catheter tip was allegedly detached. The procedure was completed using another device. There was no patient contact.